Manufacturer narrative:
A visual inspection was performed and showed the probe has been used in the field. The insulation on the probe is scratched in several areas indicating the probe came in contact with another source causing the insulation to peel off. No manufacturing relate defects were observed. After the evaluation, the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an arcr procedure, the device contacted another medical device and its insulation peeled and fell into the patient's joint. The joint was washed with irrigation; however, the surgeon thinks that the part is still inside the joint. No patient injuries or further complications were reported.